Event description:
Caller reported air bubbles and gaps in system during pumping, specifically located in the canister. There was no reported adverse impact to the customer's blood glucose level. Customer performed a supply change to address the issue. Additionally, customer was advised by technical support to ensure insulin is at room temperature before filling cartridge, which caller acknowledged and understood.